Manufacturer narrative:
(B)(4). Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump was received with a scratched case, a stained keypad overlay and a cracked case behind the pump near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test.

Event description:
Information received by medtronic indicated that the insulin pump's battery compartment had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.